Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that an unknown date patient underwent spinal fusion surgery at sacral- iliac. Post-operatively, it was reported that screw seemed to be loosening from their set screw. The set screw is no longer locked in the screw tulip, allowing the rod to be free moving. As a result, pain was observed in the patient.

Manufacturer narrative:
X-ray review: post-op x-rays were provided for t10-iliac fusion. Dates on films are not provided. On one of the images, it appears that the rods are not seated in the iliac screw heads. No details are provided about the location of hardware failure otherwise. The degree of deformity correction is difficult to assess without standing films but there appears to be a sagittal imbalance and kyphosis above the construct on one of the provided images additionally. If information is provided in the future, a supplemental report will be issued.